Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, rv pacing impedance rose to 3819 ohms up from a trend in the 323 ohm range. No episodes collected in the s2d. No high rv capture threshold data available in s2d. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead indicated high thresholds and high impedance which triggered a lead warning. It was thought there may be a connection issue between the lead and the recently implanted implantable cardioverter defibrillator (ICD). During the revision procedure a connection issue was confirmed. The ICD and lead remain in use. No patient complications have been reported as a result of this event.